Manufacturer narrative:
Abbott service inspected the alinity c processing module ac03148 and performed troubleshooting, however no part was identified as the cause for the issue. An instrument service history review identified no contributing factors to this complaint. A review of tracking and trending data found no trends for the alinity c processing module related to the current complaint. A review of the corrective and preventive actions system found no nonconformances related to the current complaint. A review of the alinity c operations manual concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity c processing module.

Event description:
The customer observed a falsely elevated alinity c magnesium (mg) result generated for a 78-year-old male patient sample. The following data was provided (customer¿s reference range 0.7 - 1.0 mmol/l): sample ID (B)(6) initial result = 2.45 mmol/l, repeat result = 0.85 mmol/l, repeat result on another analyzer = 0.81 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity c magnesium (mg) result generated for a 78-year-old male patient sample. The following data was provided (customer¿s reference range 0.7 - 1.0 mmol/l): sample ID (B)(6), initial result = 2.45 mmol/l, repeat result = 0.85 mmol/l, repeat result on another analyzer = 0.81 mmol/l . No impact to patient management was reported.